Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that twice for the same patient (72 hours between the 2 incidents) the patient was found with the balloon of the catheter deflated. It looks like the weld at the base of the balloon was broken and the balloon had slipped to the top of the tubing of the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that twice for the same patient (72 hours between the 2 incidents) the patient was found with the balloon of the catheter deflated. It looks like the weld at the base of the balloon was broken and the balloon had slipped to the top of the tubing of the catheter.